Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of this implantable pacemaker, the setscrew of this device came out of the header still attached to the torque wrench. It was decided to take out this device and implant another one instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this implantable pacemaker, the setscrew of this device came out of the header still attached to the torque wrench. It was decided to take out this device and implant another one instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this implantable pacemaker, the setscrew of this device came out of the header still attached to the torque wrench. It was decided to take out this device and implant another one instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.